Event description:
Reporter indicated that the patient began experiencing an increase in seizures. He is non-verbal, but his mother noticed he was grunting. Per reporter, he experienced 5 seizures on one day and 2 seizures the next day. The mother does not think he can feel magnet stimulation. The physician believes the increase in seizures is directly related to generator end of service, however, diagnostics do not indicate the device is at end of service. It is unknown what the patient's pre-vns level was. The patient underwent replacement surgery and seizure level is now back to normal levels. Product was returned to manufacturer, but analysis is pending.